Event description:
It was reported that the clinician attempted to demonstrate the alert tones, but they heard nothing coming from the implantable cardioverter defibrillator (ICD) device even with their ear to the patient¿s chest. The patient felt anxiety over the situation because the device did not behave as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.(B)(4).